Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2017 a patient (pt) called our (B)(6) affiliate to report that he/she experienced eye redness and sore eye while wearing the acuvue2 brand contact lens. The pt reported that the symptoms began on (B)(6) 2017. The pt reported that the od upper eyelid was swollen after wearing the suspect contact lens for an hour. The pt reported that the symptoms remained after the suspect contact lens was removed. The pt reported that he/she went to an eye care provider (ecp) and stated that the doctor advised that the event was a ¿bacterial infection that led to eye inflammation.¿ the pt reported that he/she was prescribed levofloxacin and gatafloxacin both to be used three times daily. The pt was also prescribed diclofenac sodium. The pt reported that he/she was advised to return to the ecp for a follow-up eye check if the od did not recover in two to three days. It is unknown if the suspect lens is available for return for evaluation. Additional information has been requested, but no additional information has been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00h6tq was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.